Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device issued a "speaker malfunction" inop together with a loss of audio. There was no patient involvement.